Event description:
The ICD was explanted when a low high voltage lead impedance was observed. When the lead was disconnected from the devices and tested, all tests were normal. It is suspected that the device is anomalous. The decision was made to explant the ICD.